Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the laboratory technician attempted to reproduce the same faults by performing the sequence of events that were done in the field; however, no faults were generated. The device case was removed and all power supply voltages were within specifications and a microscopic examination of the device did not reveal any abnormalities. Memory analysis found that the device had undergone two power on resets (por) during the implant procedure that were the cause of the therapy history corrupted fault seen in the field. The reason for the por could not be determined; temperature testing, vibration testing, and replicating the programming sequences performed in the field did not produce any faults. The device passed all testing and no abnormalities were noted during a microscopic examination of the hybrid.

Event description:
Boston scientific crm received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) was programmed, taken out of storage mode and given to physician. The physician wanted to change programming, but program could not be selected. The local field representative believed he had lost radio frequency (rf) telemetry and placed a wand over the device. While re-interrogating the device, a fault message was received stating therapy history corruption. Several attempts were made to clear this fault, but were unsuccessful. Technical services (ts) discussed this issue and suggested returning the device for analysis. No adverse patient effects were reported.